Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products ¿ medical product: nkii tibial stem 120, lot # 1530885, nkii stem fluted, lot # 1526720, nk2 durasul tibial, catalog # 627601616, lot # 1530369, nk2 rev femur, catalog # 631512020, lot # 1539749, nkii durasul patellar, catalog # 630110106, lot # 1557827. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has been experiencing pain since post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03387/00338. (B)(4).

Event description:
It was reported a patient who under went a total knee arthroplasty experienced partial radiolucencies along medial tibial plateau approximately 15 months post implantation. Attempts have been made and additional information on the reported event is unavailable. No revision has been reported to date.

Manufacturer narrative:
Concomitant medical product: item name: nkii stem fluted, item number: 681517145, lot number: 1526720; item name: n-k ii tibial stem 120, item number: 621500120, lot number: 1530885; item name: nkii rev./crk tib. Basepl.+14 cem. 1/2 l, item number: 632414101 , lot number: 1455024; item name: nk2 durasul tibial ins.u.con.1/2 l16, item number: 627601616, lot number: 1530369; item name: nk2 rev femur np 2/l, item number: 631512020, lot number: 1539749; item name: nkii durasul patellar comp. 10 /2, item number: 630110106, lot number: 1557827; item name: stryker howmedica osteonic radiopaque bone cement, item number: 61911001, lot number: rgk222; item name: stryker howmedica osteonic radiopaque bone cement, item number: 61911001, lot number: rgk236.